Manufacturer narrative:
(B)(4). The device was manufactured from november 5, 2014 - november 10, 2014. Evaluation summary: the device was received for evaluation. During visual inspection a white particle measuring approximately 1.97 mm in size was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particle to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter within its balloon. This was found before patient use, after the device had been filled. There was no patient involvement. No additional information is available.